Manufacturer narrative:
Review of the event files by an immucor technical support specialist indicated that the sample was originally run on plate (B)(4), which is the plate that gave the unexpected positive reactions. The sample was repeated on plate (B)(4) and tested negative. Additional patient samples were tested on the instrument at the same time and gave the expected results. All daily, weekly and monthly maintenance was acceptable. The customer does not have additional sample for evaluation. No product deficiencies could be identified. Unexpected reaction possibly sample related.

Event description:
A customer reported an unexpected positive result on the capture-cmv assay on the galileo instrument (#10080) with a donor that is historically cmv negative.